Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a high glucose reading with the adc device, compared to the built-in meter. As a result of the high sensor reading, the caregiver provided 3.5 iu novorapid insulin, and the customer subsequently experienced hypoglycemic symptom described as "cannot walk" and was then provided a large glass of grape juice for treatment. No further information was provided. There was no report of death or permanent injury associated with this event a reading comparison of sensor scan of 431 mg/dl against built-in meter result of 51 mg/dl was reported. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.